Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed, and data analysis confirmed that the power consumption had been gradually increasing and was expected to continue to increase. Technical services recommended a device replacement, however the device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted for pbd. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed, and data analysis confirmed that the power consumption had been gradually increasing and was expected to continue to increase. Technical services recommended a device replacement, however the device remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed, and data analysis confirmed that the power consumption had been gradually increasing and was expected to continue to increase. Technical services recommended a device replacement, however the device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted for pbd. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection found a hole in the right ventricular seal plug. Review of memory noted no suspicious fault codes or resets. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.